Manufacturer narrative:
Investigation summary : the complaint investigation for discrepant result with the bd max¿ enteric bacterial panel kit (ref. 442963) kit lot 3353980 was performed by the review of manufacturing records, review of customer¿s data, retain material testing and by the complaint¿s history review. Customer complained about a false negative sample presenting an unusual curve when using bd max¿ enteric bacterial panel kit lot 3353980. Upon repeat, sample tested positive for campylobacter. Review of the manufacturing records of bd max¿ enteric bacterial panel kit indicated that lot 3353980 was manufactured according to specifications and met performance requirements. Customer provided run files for runs 92 and 93 that were analyzed. In run 92, 3 samples were tested with the bd max¿ enteric bacterial panel kit lot 3353980 and they all gave a negative result for all targets. Manual pcr curves adjudication revealed that one sample in run 92 (position b1) showed unusual curves in all channels. Curve reached the threshold to be considered as true amplification in the cy5.5 channel (sample processing control (spc) target) by the algorithm. This explains why it has been interpreted as a negative result despite the atypical appearance of the curve. When the sample was retested in run 93; position a2, no anomaly was observed in the pcr curve and a campylobacter positive result was obtained. The cause of the atypical curves with sample in position b1 of the run 92 could not be identified. Manual curve adjudication has limitations; visual examination of pcr curves for aberrant curve geometry is a conservative assessment of the data. The retain material of enteric bacterial panel from lot 3353980 was tested and the results were as expected giving a positive result for all targets. There is no indication of a reagent issue based on the analysis of the complaints received on enteric bacterial panel assay lot 3353980. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends were identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that when using the bd max¿ enteric bacterial panel, a patient result was false negative for campylobacter due to irregular pcr curves. Sample was repeated on another max run and the result was positive. No health impact or consequences were reported.

Event description:
It was reported that when using the bd max¿ enteric bacterial panel, a patient result was false negative for campylobacter due to irregular pcr curves. Sample was repeated on another max run and the result was positive. No health impact or consequences were reported.

Manufacturer narrative:
There were multiple medical device types. The information for each additional type is as follows: d.2. Medical device type: pch, pci. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.